Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, severe corrosion on the bourdon tube and link connector, as seen in the gauge of the complaint device, is found when certain liquid compounds are left inside the gauge and evaporate over time leaving deposits that lead to clogging or build-up, and ultimately lead to a loss of functionality of the gauge. This condition is also indicative of multiple uses of the device, though this product is validated for single-use applications. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was received and evaluated at olympus service site. Visual inspection on the as is received condition of the device was performed. Inspection noted that the device was not returned in its original packaging. The inflator appears to have no signs of physical damage or loose components. The tubing was examined and verified there were no punctures or kinks in the tubing. The connector of the tubing was also inspected and was unable to see any discrepancies or anomalies. The gauge was also inspected and it appears there no signs of physical damage. Evaluation is in process as the subject device is being shipped to OEM (original equipment manufacturer) for investigation. The investigation is ongoing. This report will be supplemented accordingly following investigations. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, the device maj-1740 did not show the corresponding calibration. The pressure dial would not move despite pressure applied. The issue occurred during an ercp (endoscopic retrograde cholangiopancreatography) therapeutic procedure. The intended procedure was completed. The same device was not used to complete the procedure. There was no patient harm or injury, no user injury reported due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Customer updates on the reported event: communication with the customer conveyed the following: there was no threat of death/ injury. The pressure gauge/ dial (atm's) did not move at all when initiating inflation of the balloon. The device was not reprocessed. No further information provided.